Event description:
It was reported that the patient had coupling and/or communication issues. When she recharged, she was only able to get a maximum of 2 bars. This had happened since the implant of the device. It was noted that depth was not a factor. Multiple rechargers were used and the same result occurred. The implantable neurostimulator (ins) was located in the posterior right body. X-rays were performed and confirmed the ins was flipped due to leads not counterclockwise when viewed from anteroposterior angle. Surgical revision was performed on (B)(6) which reconfirmed the battery was flipped. The surgeon flipped the battery to its correct orientation and after the procedure the patient had normal charger coupling. It was stated that follow-up was going to be done with the patient next week to reorient her battery. The patient was receiving adequate stimulation as of yesterday. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had resumed therapy and charging was "normal." It was noted that the patient was "very satisfied" with how her system was helping to reduce her pain.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 37754, serial # (B)(4), product type recharger. Product ID 37744, serial # (B)(4), product type programmer. Product ID 355531, lot # n325684, implanted: (B)(6) 2012, product type screening.

Manufacturer narrative:
(B)(4).